Manufacturer narrative:
Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history and return of the explanted devices was requested in order to progress with this investigation, however, it has been confirmed that none are available and thus there is only very limited information available for this investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a product that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. Explant discarded following revision.

Event description:
Trinity revision of a ceramic head and ceramic liner after approximately 2 months due to fracture of the ceramic liner. Please note: the trinity biolox delta ceramic liner ((B)(4)) listed in this report is not cleared for sale or distribution in the USA and this event occurred outside of the USA.

Event description:
Trinity revision of a ceramic head and ceramic liner after approximately 2 months due to fracture of the ceramic liner. Please note: the trinity biolox delta ceramic liner (321.04.436, 355438) listed in this report is not clerared for sale or distribution in the USA and this event occurred outside of the USA.

Manufacturer narrative:
Additional information, including post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history and return of the explanted devices was requested in order to progress with this investigation, however, it was confirmed that no further information is available and the hospital discarded of the explants following the revision surgery and thus they are not available for examination. Therefore, there was only very limited information available for the investigation. The appropriate device details have been provided and the relevant device manufacturing records have been identified and reviewed. All parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the information provided, no further investigation can be conducted and thus corin now consider this case closed. However, should additional inforamtion be provided then this case may be re-opened for further investigation. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occurred outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.